Event description:
On (B)(6) 2012, the pt underwent treatment for an aneurysm in the descending thoracic aorta. The gore tag thoracic endoprostheses were advanced bareback through the common iliac artery, and placed extending down to the celiac artery, with a bare metal stent placed to preserve blood flow into the celiac. Two hours after the procedure, the pt presented with left distal ischemia due to embolizations, and she underwent a left popliteal and tibial artery thrombo-embolectomy. The next day, an exploratory laparotomy demonstrated an ischemic and necrotic colon, and ischemic gallbladder. The pt became septic, and expired on (B)(6) 2012, due to the ischemic colon, which may have been related to distal embolizations form the tag implant.

Manufacturer narrative:
Results- the mfg records review verified that the lots met all pre-release specifications. Add'l device: (B)(4).